Event description:
Sheridan endotracheal tube centimeter markings are not accurate. In premature infants this inaccuarcy leads to improperly placed endotracheal tubes. In facility's experience, the endotracheal tube mismarkings have led to endotracheal tubes being too high in the trachea. Staff feel this has problem precipitated several unplanned extubations.